Event description:
Litigation papers allege severe and permanent physical pain, suffering, injury and disability, inability to walk or sleep at night, bilateral foot numbness, emotional distress and anguish, unnecessary and additional surgeries, physical disfigurement, metallosis, pedicle pseudotumor, injuries presently undiagnosed, medical expenses, hospital expenses, other related expenses, lost wages, permanent diminution in earning capacity, loss of consortium and loss of enjoyment of life.

Manufacturer narrative:
**Update** * 01/17/2012 patient fact sheet form was received which identified part/lot information. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.